Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of filter leakage could not be confirmed by the investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
It was reported that a primary plumset¿, clave¿ y-site, 0.2 micron filter, pe-lined tubing, generated a leak during patient use. The report stated that during a patient¿s chemotherapy infusion, the intravenous tubing filter was noted to be leaking. The filter was checked; a blue absorbent pad was wrapped around the filter. Infusion was completed. There was no patient harm reported.